Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were looking for a local manufacturing representative (rep) or healthcare professional (hcp). The patient had experienced a problem over the weekend, but the caller believed the issue had resolved. The patient had advanced cancer and received a treatment last week, which caused the patient to be in excruciating pain, but due to the new treatment they were not certain if the treatment had interfered with the device or not. They do not know enough about the device to know if it was working properly, but now they had narrowed the problem down to something else. The patient did see a urologist that was familiar with the device. They were going to consult with the urologist first. The issue started last week in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.